Event description:
Customer reported a malfunction on the pump with the malfunction code "malf 9." Due to the issue, the customer's blood glucose exceeded 500 mg/dl, but the specific value was displayed as "high." The customer addressed the high blood glucose level with a correction bolus via the pump without requiring assistance from a third party. After receiving instructions and assistance from customer technical support, the customer reset the pump, and the malfunction code did not recur.